Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation on 01/28/2016. The investigation results is as follows: visual inspection results: during visual inspection it was observed that the top cover and flexible patient restraint assembly were cracked. Archive data results: the archive data showed on (B)(6) 2016 (the reported event date) ua 20 (position out of range), ua 45 (software error) and ua 41, which confirms the reported complaint. Also seen in the archive data were multiple user advisories (ua) 20 (position out of range) and ua 12 (lifeband not present) on (B)(6) 2016, which are unrelated to the reported event. Functional testing results: the platform passed all functional testing. Based on the investigation the top cover and flexible patient restraints assembly were replaced, which resolved the issue found during visual inspection, which are unrelated to the reported complaint. In summary: the reported complaint of ua 41 displayed on (B)(6) 2016 was confirmed in the archive data review. However the ua 41 was not seen during functional testing. The platform was ran with the small mannequin for 20 minutes and with lrtf (large resuscitation test fixture), with no faults found. The platform passed final functional tests.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) error message. They were unable to clear the error message and had to revert to manual CPR. No negative effects to the patient was reported. No additional information was provided.